Event description:
One revision performed for costal impingement.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Favard l, et al.,2012. "Total shoulder arthroplasty - arthroplasty for glenohumeral arthroplasties: results and complications after a minimum follow-up of 8 years according to the type of arthroplasty and etiology", orthopaedics & traumatology, 98:s41-s47.